Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right ventricular (rv) lead had failed to capture and exhibited dropped in r wave sensing measurements. No intervention has been performed. The patient was in stable condition.

Event description:
New information received indicates that the rv lead also exhibited high capture threshold and had dislodged which was confirmed through fluoroscopy. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, high capture thresholds and r-wave amp variation. As received, a complete lead was returned. The helix was extended and clogged with blood/tissue. The measured full helix extension length was within specification. The reported events of failure to capture, high capture thresholds and r-wave amp variation were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.